Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button is intermittently unresponsive when pressed. Reportedly, the wake button was functioning as intended at the time of the call. Customer's blood glucose level was not impacted.